Event description:
It was reported that during the reprocessing of a da vinci fenestrated bipolar forceps instrument, a broken cable was identified. There was no report of fragments falling into a patient, and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found that the grip cable was frayed at the distal idler pulley. The frayed strands stuck out at the wrist. The other cables at the wrist were undamaged. Failure analysis investigation also found the following additional damages to the instrument: one grip was bent, causing side-to-side misalignment of the grips. There was a .198 offset at the tips, indicating overloading at the tip. It was concluded that the damage was likely due to mishandling/misuse. The instrument passed electrical continuity testing. The endowrist® instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. There were scratches on the surface of the pulley. The distal end of the main tube had a scratch mark exhibiting light material removal and a rough surface finish. The scratch was short in length and not axially aligned with the tube. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however, the frayed cable and/or tube abrasions with material removed, could likely cause or contribute to an adverse event, if the malfunctions were to recur.